Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon investigation the electrode belt failed an incoming functionality test. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving frequent adjust belt alarms. The patient was issued a replacement electrode belt.